Manufacturer narrative:
Concomitant medical product(s): a 694765 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead has a history of high threshold. The lead remains in use. No patient complications have been reported as a result of this event.